Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7287655, UDI: (B)(4).

Event description:
It was reported that the patient experienced pain in her hands when the device was on and had inadequate stimulation. It was unknown if the hand pain was related to the device. The trial leads were pulled out and discarded per hospital policy.